Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient stated the rash was mainly above the lifevest and on his arms is red. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her it was likely a reaction to iodine used for a test but could not confirm this. Physician also recommended benadryl. Follow up indicated that the skin irritation is improving. Reporting out of the abundance of caution.